Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: rupture date of explant: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 65-year-old caucasian female patient underwent a primary breast augmentation surgery with unspecified mentor gel breast implants. Post-operatively, the patient experienced bilateral rupture, which was confirmed during a physical exam. As a result, the patient is scheduled for removal on (B)(6) 2022.follow-ups are being conducted. If more information becomes available, mentor will submit a supplemental report accordingly. Refer to manufacturing report number 1645337-2022-13809 for the contralateral event.

Manufacturer narrative:
On january 04, 2023, mentor completed a visual inspection of the returned device. Device evaluation summary: visual analysis of the returned sample revealed that the breast implant had a missing material on the anterior aspect extended to the posterior aspect, measuring approximately 8.0 cm x 3.5 cm. In addition, a crease/fold was noted on the edges of the missing material. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use states that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On december 14, 2022, mentor received additional information. The patient was replaced with a 325cc mentor memorygel breast implant on the right side. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On december 29, 2022, mentor received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Mentor identified the right breast prosthesis as a 375cc mentor memorygel breast implant. Device information: brand name: mentor memorygel breast implant lot: 264872 catalog: 3507375bc UDI:(B)(4). A manufacturing record evaluation (mre) was performed on the lot number of the received device, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).